Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device trigger was blocked, jammed and heavy moving. Therefore, the reported condition was confirmed. It was also noted that the equipment was oxidized and dried out, indicating that the damage was caused by improper cleaning and lack of lubrication. The assignable root cause was determined to be due to improper maintenance, which is user error/ misuse/ abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(4) that the compact air drive device reverse button locked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of the event was not reported. If additional information should become available, a supplemental medwatch will be submitted accordingly.